Event description:
Patient had cystoscopy and holmium laser incision of penile and bulbar urethral strictures, complex urethral dilation, difficult foley catheter placement, removal of artificial sphincter, and suprapubic cystostomy tube. After procedure performed staff found that the 11 french 7 degree pediatric cystoscope (the only scope that could pass through proximal penile urethral stricture) was slightly bent. Patient recovered well with minimal bleeding in pacu and was discharged home with no complications. Patient later reports woke up at home with bed saturated with blood. Went to local ER and was transferred back to our facility with anemia and hypotension. Patient was placed on pressors, ventilated, and treated for sepsis. Patient was then transferred to a higher level of care for procedures unable to perform at our facility. Unknown if device is related to outcomes.